Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported although the test was passed but when the foot switch was stepped on to actuate the cutter in the patient's eye, it did not respond during the vitrectomy surgery. Aspiration condition was unknown. The surgery was completed after replacing the product with another one. There was no patient harm.

Event description:
Additional information received from the company representative indicated the lot number of the suspect product was not known.

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).